Event description:
Additional communication was received from the reporter: the customer experienced the issue with lot 13699701. There were no problems with lot 10227891. The status of the product at the time of the event was during aspiration of blood and flushing with nacl 0.9%. There were no other medicines involved, only saline nacl 0.9%. There was no patient involvement and no patient harm noted.

Manufacturer narrative:
No product samples were returned for investigation. However, a series of photographs were returned showing new 011-c3300 microclave assemblies in unopened unit packages. There were no visual anomalies or damage observed. The device history review was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. 13699701: manufactured 01-jul-2023; expires 01-jul-2028. 10227891: manufactured 01-oct-2022; expires 01-10-2027.

Event description:
The incident involved a microclave® connector on an unknown date. The reporter stated that blood is difficult to aspirate and flush out, and occlusion occurs more frequently. There was patient involvement and unknown patient harm noted.